Event description:
Athe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP/ bipap device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath. There was no report of patient harm or injury.  There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty, trouble breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the the manufacturer's product investigation laboratory (pil) for further investigation on 08/07/2023 for further evaluation. The device was evaluated on 10/06/2023. Pil observed an unknown contaminant on the exterior of the tope enclosure. The internal aspect of the device was inspected. An unknown dust contaminant was observed on the interior top enclosure, front panel, blower box, rear panel, bottom enclosure, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 17648.2 hours and 0 blower and therapy hours. There were no errors logged. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460. Pil is unable to directly address the symptoms or complaints. Risk tags associated with this mode of failure include: infect01 and irrit02. Sections d3 and h9 corrected in this report. Sections d1, d2, d4, h4 and h6 were updated in this report.